Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - office manager. The actual device was not returned to the manufacturing facility for evaluation. Based from the results of our investigation, the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, simulation of safety sheath manual activation was successfully done, and no bending of cannula to the side was encountered similar to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. All samples passed. We have proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. (B)(4).

Event description:
The user facility reported that the nurse gave a vaccine. When nurse went to close the hub off the needle, the needle clicked but did not go into the hub. It was poking out of the side. The patient was not injured however the nurse was poked. The patient receiving the injection and the nurse were in fine condition. The blood loss was less than 250cc's.the procedure outcome was a report filed and blood work was performed. There was no patient injury/medical or surgical intervention. Additional information was received on 11june2020: the customer was referring to the safety shield when referring to the hub.